Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that (2) er320's had clips that would not close properly. A third device worked well. There was no consequence to the pt.